Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis patient that an air detected in the cassette alarm occurred during drain 4 of 6 of the peritoneal dialysis treatment. Patient observed air bubbles in tubing and a fluid leak inside the cycler set cassette housing. The treatment was cancelled. The patient¿s cycler was replaced. Patient indicated treatment would be completed with continuous ambulatory peritoneal dialysis. The patient was advised to notify the peritoneal dialysis nurse. Additional information was solicited.

Manufacturer narrative:
Correction : initial reporter name and address.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The cycler is no longer available in an unadulterated state, as the mushroom heads have been removed. As such, an additional investigation could not be performed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.